Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) year old male pt's monitor was displaying a service code 105 (pulse test relay stuck). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 105) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.